Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation as the therapy did not reach the pain site. Abnormal impedance readings were discovered on 16 contacts of the left lead. Therefore, the patient underwent a revision procedure during which the lead was explanted and replaced with a different model lead. The patient was doing well postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation as the therapy did not reach the pain site. Abnormal impedance readings were discovered on 16 contacts of the left lead. Therefore, the patient underwent a revision procedure during which the lead was explanted and replaced with a different model lead. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to block b5.device analysis performed on the returned lead revealed that this lead had multiple internal cables that were completely fractured at the bent and kinked location near the set screw mark of the clik x anchor. There were no exposed cables observed at the damaged location. This damage indicated repeated mechanical stress and flexing of the lead at the exit point of the clik x anchor which confirmed the observed cable fractures and reported lead failure. It was confirmed the device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review that was performed confirmed that lead extension breakage, loose connections, hardware anomalies, electrical shorts, open circuits can result in ineffective pain control or undesirable stimulation and are known risks associated with use of scs, as documented in the instructions for use (IFU). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.